Manufacturer narrative:
Concomitant medical products: product ID :309328, lot# 0210118287, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider from a clinical study, via the manufacturer representative, reported the patient experienced pain at the implantable neurostimulator (ins) level. There was small migration of the ins that was prominent under the skin. It was unknown what led to the event. Hospitalization/surgery was planned for (B)(6) 2016 for the repositioning of the ins. The event was ongoing and was assessed by the investigator as not serious, related to the device, and not related to the procedure. The patient's medical history noted they have had fecal incontinence since 2005, but the cause was unknown. No further information was reported. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient was hospitalized on (B)(6) 2016 for stimulator repositioning. The event date changed to (B)(6) 2016 and resolved on (B)(6) 2016.